Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg, there is the possibility that the reported phenomenon was attributed to the excessive force applied to the bending section due to device handling of the user. According to the previous investigation for similar case, it was known that the tip of the device was bent and pushed in with excessive force accessing to a lower renal calyx or a ureter, the bending tube might break.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the tube of the subject device was broken at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device. With the visual inspection, it was found that the bending section rubber was broken which was occurred due to exposing the internal metal part of the bending section. There was no report of patient injury associated with the event.